Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that during an intraocular lens (iol) implant procedure, the preloaded iol ejected very quickly. There was no report of patient harm. It was noted that the event concerns a new surgeon.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received, indicating that the patient experienced capsular rupture, vitreous outcome, arterial pressure increase, expulsive hemorrhage, and intraoperative ocular hypertension.

Manufacturer narrative:
Product evaluation: product history records were reviewed and the documentation indicated the product met release criteria. There have been no other complaints reported in the lot. Viscoelastic was not provided; it is unknown if a qualified product was used. The product investigation could not identify a root cause. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds (ophthalmic viscosurgical device) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. (B)(4).